Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any patient consequences? The surgery delayed for more than 20 minutes. How long was the delay? More than twenty minutes. The following information was requested, but unavailable: were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent an open liver segmentectomy for liver cancer under anesthesia for liver cancer on (B)(6) 2024 and suture was used to close the abdominal cavity. When the suture was halfway through, the front needle broke off and the needle was stuck in the patient's subcutaneous tissue. After about 10 minutes, the broken needle was retrieved and the integrity of the needle and suture was immediately checked. It was not left in the patient's body and the abdominal cavity was not fully sutured. This event increased the duration and risk of the surgery. Another suture was re opened and re sutured to complete the procedure. Additional information was requested.